Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported her mother tested positive with cue covid-19 test for home and over the counter (otc) use (sn:(B)(4), lot#19521f) on (B)(6) 2022. The individual then received two (2) negative results with an at home antigen test and another cue test on the same day. Reader sn: (B)(4).